Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2, d6a, d6b,h6.

Event description:
The device has been explanted and replaced with a non-allergan device.

Event description:
A patient reported an implant rupture confirmed by an ultrasound, "pain", "silicone has leaked into lymph nodes by armpit", and "patient is also very distressed about the health consequences and prospects of cancer". The device remains implanted. This record is regarding the right side.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear)opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. ¿ silicone migration: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ anxiety - product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ white particles were observed of the device. No further actions are required as no manufacturing issues are observed.

Event description:
A patient reported right side implant rupture confirmed by an ultrasound, "pain", "silicone has leaked into lymph nodes by armpit", and "patient is also very distressed about the health consequences and prospects of cancer". Device has been explanted and replaced with a non-allergan device.